Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified left circumflex artery. A 4.50mm x 12mm nc emerge balloon catheter was advanced for dilation but could not pass through the lesion. However, during the first inflation, the balloon ruptured. The procedure was completed with another of the same device without any patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified left circumflex artery. A 4.50mm x 12mm nc emerge balloon catheter was advanced for dilation but could not pass through the lesion. However, during the first inflation, the balloon ruptured. The procedure was completed with another of the same device without any patient complications reported. It was further reported that the target lesion was located in the left anterior descending artery. The balloon was inflated once and ruptured at 14 atmospheres for 10 seconds.

Manufacturer narrative:
B5 - describe event or problem updated.

Manufacturer narrative:
Device evaluated by MFR.: the device nc emerge mr, ous 4.50mm x 12mm from catheter was returned to for analysis. Visual, tactile and microscopic analysis were performed on the device. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the distal extrusion identified no damage. A detailed microscopic examination of the balloon material identified a 1.6cm longitudinal tear across the main body of balloon. Microscopic examination of the distal extrusion identified no damage. A microscopic examination of the distal edge of the tip, identified that the tip edge was jagged. A microscopic examination of the markerbands identified no damages. No other damage was observed along the device.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified left circumflex artery. A 4.50mm x 12mm nc emerge balloon catheter was advanced for dilation but could not pass through the lesion. However, during the first inflation, the balloon ruptured. The procedure was completed with another of the same device without any patient complications reported. It was further reported that the target lesion was located in the left anterior descending artery. The balloon was inflated once and ruptured at 14 atmospheres for 10 seconds.